Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/05/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient of the neonatal unit underwent an unknown procedure on unknown date and the suture was used to secure umbilical arterial and/or venous lines. It was also reported that the baby suffered a significant hemorrhage after the arterial line was accidentally cut during removal, primarily because the suture was difficult to visualize against the dark black umbilical cord. Additional information has been requested.